Event description:
It was reported that a spectrum iq pump failed a downstream occlusion test with the pressure out of tolerance. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional flow line testing, the device failed for downstream occlusion. The downstream sensor was found to be out of specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor as it could not be calibrated. The force sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.